Event description:
It was reported that during a follow-up appointment after implant, it was found that the patient had manually manipulated this electrode, causing it to move laterally to the right about forty-five degrees. Subsequently, a revision procedure was successfully performed to correct the electrode movement. The electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated impact codes from f1905: device revision or replacement and f1901: additional surgery to f1904: device repositioning.

Event description:
It was reported that during a follow-up appointment after implant, it was found that the patient had manually manipulated this electrode, causing it to move laterally to the right about forty-five degrees. Subsequently, a revision procedure was successfully performed to correct the electrode movement. The electrode remains in service. No additional adverse patient effects were reported.